Event description:
Additional information received reported the patient¿s deep brain stimulation therapy had not helped since implant. The reporter stated they were taking sinimet and their healthcare professional did not tell them to stop taking the medication.

Event description:
It was reported that the patient never had therapeutic effect. The patient¿s healthcare provider (hcp) ¿tried to make the connection¿ during the patient¿s first visit on (B)(6) 2013. However, the patient ¿did not respond to the connection¿ and ¿everything wore out¿. During the patient¿s second visit a week later, she felt tingling on her arms and legs; "like restless leg", especially the left leg. The patient still had the same problem and was ¿out of energy¿ a half hour later. The reporter indicated that the patient had no energy. The patient reportedly ¿felt funny and mixed up¿ which had been happening since the hcp attempted ¿making a connection¿. The patient had also noticed her speech ¿had not been right¿, which started the day she was implanted. The patient felt tired when talking. The patient¿s arms were still "heavy¿ and ¿did not want to move¿. The patient thought she was going to be paralyzed and started feeling that way the weekend prior to the report. The patient was instructed to take medication by her hcp, like she was before, and to return in 5 weeks for a visit. The patient reportedly took 1.5 pills every 3 hours before being implanted. However, the patient was taking it "very regularly" now. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va08klm, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient's left leg and arm were weaker than the right. It was noted that they also were before implant but since the implant it had gotten worse. It was noted that the patient also felt wobbly at the waist. It was noted that the patient stated that it felt like their bones were broken and are trying very hard to stay together and this started after implant. It was noted that the patient also felt more tired than they normally did when talking and this started after implant. It was noted that the patient did not talk to anyone anymore and the patient did not call people back because talking made the patient so tired. It was noted that the patient took a medication, 1.5 pills every 3 hours, and said the effects of the medication wear off before the 3 hours is up. It was noted that the patient had gone to the health care professional (hcp) three times for programming and the last time was three days ago. It was noted that the hcp advised the patient that programming and finding the right program could take three to six months. Additional information received reported that the patient sill had concerns regarding the device or therapy but was working with the hcp and had appointments on (B)(6) 2013. It was noted that the patient still had concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Supplemental submitted to update conclusion code.

Event description:
Additional information was received from the patient that reported they felt the device wasn't doing anything. The patient wasn't improving, they were getting worse. The health care professional (hcp) had made adjustments but the patient doesn't improve. The surgery had not helped her. The device had never been effective. They were implanted for parkinson's dual and movement disorders.